Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic deformed/ haptic broken and deformed. Unable to perform dimensional inspection due to significant lens damage. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -15.00/3.0/110 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault and significant reduction of irido-corneal angles. On (B)(6) 2023 the lens was explanted, and later replaced with the same model, shorter length. Status of the eye: "still considerable amount of vaulting but quiet eye and normal tension". Additional information provided: "known with bilateral amblyopia". The reporter indicated the cause of the event was the device and the device failed to perform as intended.